Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') and genital haemorrhage ('general abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems- uti"), fatigue ("fatigue"), alopecia ("air loss"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),oophorectomy (unilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and urinary tract infection had resolved and the dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test (unspecified) - result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events ; chronic pain, dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal pain , back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, gen. Abnormal. Bleed, psych injury, bladder/urinary problems- uti, fatigue, air loss, dental problems. Hormonal changes, headaches, tumors, weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, ectopic pregnancy, abdominal tenderness, gallbladder disease, heartburn, dyskinesia, breast pain, uterine pain, gonorrhea, uterine bleeding, breast lump, mastalgia, ovarian cancer, vaginitis bacterial, weakness, bacterial infection, kidney stones and hernia. Previously administered products included for an unreported indication: mirena. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems- uti"), fatigue ("fatigue"), alopecia ("air loss"), tooth disorder ("dental problems"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine headache"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),oophorectomy (unilateral)). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and urinary tract infection had resolved and the dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, weight increased, vaginal haemorrhage, migraine, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2010, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure confirmation test (unspecified) - result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs and medical record received- new event abnormal bleeding(vaginal), migraine headache, vaginal discharge, bladder disorder and urinary tract disorder were added. Reporter information, medical history and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, ectopic pregnancy, abdominal tenderness, gallbladder disease, heartburn, dyskinesia, breast pain, uterine pain, gonorrhea, uterine bleeding, breast lump, mastalgia, ovarian cancer, vaginitis bacterial, weakness, bacterial infection, kidney stones and hernia. Previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems- uti"), fatigue ("fatigue"), alopecia ("air loss"), tooth disorder ("dental problems"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine headache"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),oophorectomy (unilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and urinary tract infection had resolved and the dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, weight increased, vaginal haemorrhage, migraine, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test (unspecified) - result- bilateral occlusion. Lot number: 627405 manufacture date: 2008-06 expiration date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.